Event description:
There were images on the monitor when the catheter was connected, but the image was poor. Troubleshooting was unsuccessful. The catheter was removed. No injury to the patient. Please report.